Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis of the device found a severed can wire connection as the cause for the reported high impedance measurements.

Event description:
It was reported that the physician was receiving out-of-range impedance measurements. The lead was replaced. The values remained the same. The ICD was then replaced.